Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter (sgc 70320u135) and the clip delivery system (cds 70301u149) are filed under separate medwatch report numbers.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The imaging quality was poor. The steerable guide catheter (sgc 70320u135) and the first clip delivery system (cds 70301u147) were advanced. Leaflet insertion was confirmed and the clip was deployed; however, one minute after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). During removal of the cds, the septal access was lost. A leak was suspected on hemostatic valve of sgc due to air noted in the valve; therefore, aspiration was performed and the sgc was removed and replaced. The second cds (70301u149) was advanced for treatment of the slda clip. Grasping was difficult due to the restricted leaflet, and there were several interactions with the chordae. Troubleshooting was performed and the clip was freed from the chordae, but the clip then became tangled with the slda clip. The clip was freed from the implanted clip successfully; however, the patient became hypotensive for a few minutes and was treated with fluids and medication. The cds was removed with the clip and the procedure was discontinued. The mr remained at 4. It was confirmed that the patient is hemodynamically stable and extubated with a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology as the posterior leaflet was restricted, and user technique/procedural circumstances of sub-optimal imaging. The reported mr was likely due to the slda and there is no indication of a product quality issue with respect to manufacture, design or labeling.